Event description:
It was reported "urgent cvc passage that did not progress and deformed upon removal" another attempt was made and was unsuccessful. If further information is received, the complaint file will be updated. Associated MDR number 9680794-2024-00112.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "urgent cvc passage that did not progress and deformed upon removal" another attempt was made and was unsuccessful. If further information is received, the complaint file will be updated. Associated MDR number 9680794-2024-00112.